Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: based on the potential hazards/failure modes identified, the following attributes were examined. A longitudinal balloon tear starting at the proximal bond and extending 17mm distally was identified. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The rated burst pressure as per the print on the hub is 24 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.